Event description:
Reporter indicated that communication could not be established with a patient's vns generator when using the physician's vns programming system. The wand's battery was confirmed to be adequate, and all connections between programming system components were checked. When another programming system was used, communication was successfully established and the programming session was completed. By interchanging components of the two programming systems, it was found that the physician's programming wand was functioning properly but when the physician's handheld was used, communication could not be established. A new programming system has been sent to the site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.